Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of air bubbles anomaly and leaks from the reservoir. The customer's blood glucose reading was 167 mg/dl. The customer stated that he had problems with the pump not delivering. The customer stated that he was unable to purge the air bubbles. The customer mentioned that the reservoir leaked from the bottom. The customer will return the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.